Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. Customer administered a manual injection to address bg. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.